Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not confirmed in the pump logs. User made multiple bolus requests while still having insulin on board (iob) on (B)(6) 2018. The customer incorrectly entered bg value into the carbohydrates field when requesting a bolus, however the customer corrected the values prior to delivering the bolus. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. The customer went to the emergency room (ER) and was treated with intravenous sugar. Reportedly, the customer believed the pump was at fault. Review of t:connect pump data showed the pump was operating normally. The customer left the ER with a bg of 160 mg/dl and the customer had manual injections available as alternate insulin therapy.